Event description:
Healthcare professional reported after injection to unspecified sites with 6mls of juverderm voluma with lidocaine as well as concomitant injection with 50 units of vistabel and 4mls of juvederm volbella with lidocaine patient developed headaches and visual disturbances. Injecting physician noted "patient developed headaches and visual disturbances. Injecting physician noted "patient had a cerebro-vascular accident." Approximately 2 months later patient was injected with another 5mls of juvederm voluma with lidocaine and 10mls of juvederm volift with lidocaine and developed a headache just after injection. No specific treatment information has been provided however patient has been hospitalized in the neurology department. Symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00155 (B)(4). This is the first MDR submitted for the first suspect product, juvederm voluma with lidocaine (lot# vb20a40361).

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of headaches, visual disturbances, cerebrovascular accident, and ischemic lesions are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.